Event description:
The ge oec 9600 fluoroscopy system displayed bad iris pot error code.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the collimator to repair the malfunction. The system was tested and found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.